Event description:
It was reported that pen needle 31x8 english cannula is sticking out of the cover. This was discovered before use. The following information was provided by the initial reporter: I am just reporting a faulty pack of needles which a customer has returned to me. The product is bd microfine 31g 8mm and quite a number of needles in the pack are bent and the needle is sticking out of the protective cover. I have attached photos of the batch details and also the faulty needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary one sealed 31g x 8mm pen needle sample and two photos were returned from lot. No. 8128654, cat. No. 320631. Visual examination was carried out on the returned sample and photos and a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31x8 english cannula is sticking out of the cover. This was discovered before use. The following information was provided by the initial reporter: I am just reporting a faulty pack of needles which a customer has returned to me. The product is bd microfine 31g 8mm and quite a number of needles in the pack are bent and the needle is sticking out of the protective cover. I have attached photos of the batch details and also the faulty needle.